Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an umbilical vessel catheter. The customer reports that bleeding was noted, and an xray was performed which revealed a broken catheter. The catheter was removed, and found to be broken about 9-10cm from the distal end. The patient required a blood transfusion.